Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of elevated intraocular pressure (iop), dry eye, inflammation, and irritation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And e.1. The manufacturer internal reference number is: (B)(4).

Event description:
According to the additional information received, the patient had elevated iop > 10mmhg from baseline. The patient's follow-up results are given below: on (B)(6) 2022: iop too high od (18mmhg). Discussed glaucoma drainage devices gdd) vs bleb revision right eye (od). On (B)(6)2022: ab interno bleb revision od. On (B)(6)2022: iop too high od (36mmhg). On (B)(6)2022: gdd placement od (tutoplast scleral patch graft). On (B)(6)2022: od iop: 14mmhg. On (B)(6)2023 od iop: 07mmhg. The elevated iop of patient was resolved on (B)(6) 2022.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via retrospective clinical study reported that following a glaucoma filtration device (gfd) implant procedure, the patient had blebitis in the right eye. There was a large bleb which extended down nasally, to inferonasal quadrant and caused dryness, itching and dellen. The patient underwent cryobelboplasty on (B)(6) 2017. The patient's intraocular pressure (iop) was too high. On (B)(6) 2021, traeculectomy was performed. The patient was also given corticosteroid medicine.